Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacemaker exhibited false pacemaker mediated tachycardia. Boston scientific technical services discussed the rhythms that appear atrial ventricle dissociation at times in stored ventricular events. Also, an extra signal was observed that appears to align with t wave. The noise over sensing was not observed on presenting rhythm. As of this time, the device remains in service. No adverse patient effects were reported.